Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during a coil embolization procedure targeting an unruptured aneurysm at the basilar artery-superior cerebella artery (basca), the complaint coil, a 1.00mm x 4.00cm galaxy g3 mini (glm910040 / 30481275) was used, but there was resistance felt between the coil and the microcatheter (unspecified brand) in the middle of inserting inside the microcatheter. The physician withdrew the coil and the coil was reported to have unraveled. The physician replaced the coil with another coil of a different size and the procedure was safely completed. It was reported that it was not clear if continuous flush was maintained. There was no report of any patient adverse event or complication. It was reported that the product is not available for return. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30481275) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization procedure targeting an unruptured aneurysm at the basilar artery-superior cerebella artery (basca), the complaint coil, a 1.00mm x 4.00cm galaxy g3 mini (glm910040 / 30481275) was used, but there was resistance felt between the coil and the microcatheter (unspecified brand) in the middle of inserting inside the microcatheter. The physician withdrew the coil and the coil was reported to have unraveled. The physician replaced the coil with another coil of a different size and the procedure was safely completed. It was reported that it was not clear if continuous flush was maintained. There was no report of any patient adverse event or complication. It was reported that the product is not available for return.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-jan-2022. The healthcare professional reported that during a coil embolization procedure targeting an unruptured aneurysm at the basilar artery-superior cerebella artery (basca), the complaint coil, a 1.00mm x 4.00cm galaxy g3 mini (glm910040 / 30481275) was used, but there was resistance felt between the coil and the microcatheter (unspecified brand) in the middle of inserting inside the microcatheter. The physician withdrew the coil and the coil was reported to have unraveled. The physician replaced the coil with another coil of a different size and the procedure was safely completed. It was reported that it was not clear if continuous flush was maintained. There was no report of any patient adverse event or complication. It was reported that the product is not available for return. [Additional information]: on 16-jan-2022, additional information was received. The information indicated that there was no resistance between the guidewire and the microcatheter when the target was being accessed. The reported issue that there was resistance between the coil and the microcatheter occurred during coil insertion through the microcatheter, before exiting the microcatheter. No additional intervention was required. There was no additional damage noted on the coil aside from the reported stretched / unraveled condition. The additional information indicated that the coil was purposely detached; after that, the unraveled condition was confirmed. There was no blood flow restriction / reduction as a result of the reported issue. E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.